Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the contact stated that the customer had bolused and changed the set. In reviewing the programming, it was indicated that it was incorrect. At that time, the contact was educated on the impact and was assisted with the correct programming.